Manufacturer narrative:
Pending investigation. H7: z-0021-2022.

Event description:
As reported by legal notification, the patient had bilateral tkas on (B)(6) 2017. The patient presented to the surgeon's office with a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty - she had osteolysis of the femur and a recalled implant. The patient's left knee was revised on (B)(6) 2022. There was extensive synovitis throughout the knee. A thorough synovectomy was performed. The patellar component was loose and was removed by hand. The femoral and tibial components were not grossly loose. The femoral implant was removed with minimal bone loss. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.